Event description:
It was reported that the patient with this electrode received an inappropriate shock due to oversensing of non-physiological noise. Technical services (ts) was consulted for troubleshooting and programming recommendations. Besides the inappropriate shock, no other adverse patient effects were reported. This electrode remains in service.

Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this electrode received an inappropriate shock due to oversensing of non-physiological noise. Technical services (ts) was consulted for troubleshooting and programming recommendations. Besides the inappropriate shock, no other adverse patient effects were reported. This electrode remains in service.